Manufacturer narrative:
P-cap locked in place properly during testing. Unit gave an unexpected open book after battery installation. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review, pump error 63 alarm was noted 6 times in (adapt) history download on 12/01/2024 from 20:20:37.000 through 21:46:07.000. In addition, pump error 53 was also recorded in (main error log) adapt download (file ID: 65535 and line ID: 65535) and pump error 40 was recorded on 12/02/2024 at 10:01:00.000 and at 12/02/2024 10:11:00.000. Isolate to electronic and motor assembly. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrated onto electronic assembly, motor assembly and force sensor flex connector on gold traces causing corrosion. Unit also received with battery tube threads - cracked, cracked case (battery tube), scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion, the unit came in with a critical pump error (open book) alarm triggered by pump error 63 and 40. Moisture damage was noted on electronic assemblies and motor assembly. Unit was also received with cracked case (battery tube). Unable to confirm customers allegation of hyperglycemia due to open book. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack at the back of the pump, pump error 23, pump error 130, pump error 63, pump error 19, pump error 3, pump error 42. The customer reported blood glucose value of 553 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Troubleshooting was identified. The event involved product(s) mmt-332a, mmt-1884l, unomedical. The customer was able to clear the error but was unable to complete the rewind process. No further patient complications were reported. No product return is required for mmt-332a. The customer would discontinue to use of the device, mmt-1884l was requested and the customer response was the device would be returned. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.